Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
It was reported the recharge free implantable pulse generator (ipg) is slated to be replaced as end of service was declared. It is unknown when device ceased to provide stimulation. It is unknown if end of service was reached prematurely.